Event description:
Analysis of an explanted generator identified that the generator was received at settings indicative of faulted diagnostics. It is unknown if the faulted diagnostics occurred prior to or during device explant. No additional relevant information has been received to date.

Manufacturer narrative:
Analysis of programming history.